Manufacturer narrative:
During inspection and testing, the foreign material in the auxiliary tube was not able to be removed or identified. In addition, service found the insertion section was wrinkled, the protector was aging, and the suction port was worn. The light guide tube and the objective lens were scratched. Switch #1 and the switch box were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that the evis lucera gastrointestinal videoscope auxiliary tube was clogged. The reported issue occurred during reprocessing, prior to a diagnostic gastroscopy procedure. The intended procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the auxiliary tube was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no deviations from the instructions for use (IFU) were noted by the obtained information. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.